Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that today a rep checked the patient who had been admitted to hospital with breathlessness. On checking the device it appears that the ra lead impedance was greater than 2500 ohms and no capture was seen on the lead. 2 events with atrial lead noise were also stored. The other 2 leads were working perfectly and the patient was not dependent. Atrial sensing was programmed off and the lead remains implanted.